Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history records of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported regular insertion of the closure device in the right groin, immediately stasis. On the evening of the following day there was complete dislocation of the system. There was bleeding, and emergency surgery. The system had completely migrated out of the vessel. Multiple times in the last few weeks exactly the same occurrences, on the following day or two days' post interventional dislocation / migration of the entire system, which is then in the soft tissue, multiple emergency surgery. At the moment even CT documentation of the correct position after the intervention was done, nevertheless, the system dislocates again and again. It is possible that the t-anker dissipates prematurely in the current systems. All experienced physicians. A CT was performed to locate the anchor. The patient was reported to be stable, five days' post vacuum assisted closure. Additional information was received on february 2, 2018. There were no other devices or equipment used with the angio-seal device. Both the anchor and the collagen migrated.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.